Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. Evaluation noted the device found a slow leak was at the silver-plate and the connector. Dents and surface scratches were identified on the scope connector. Additionally, evaluation found and as stated in section b5, adhesive on the light guide lens cover glass was cracked , detached. Based on investigation results, the reported customer issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress and degradation . Based on investigation results, the reported event regarding adhesive issue probable cause based on reasonably known information based on device evaluation was due to physical stress and degradation attributed to component failure.

Event description:
The bronchovideoscope was returned to the service center with a report of internal leak. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, adhesive on the light guide lens cover glass was cracked , detached. There was no patient involvement.